Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, broken battery cap, battery cap o-ring missing and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer's blood glucose level was unknown. The customer's levels had been as high as 588mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.